Manufacturer narrative:
It was reported that the user experienced a hypoglycemic event requiring ems transport and evaluation in the emergency department, where oral glucose was administered and the user was discharged without admission. No device malfunction has been identified based on available information. The device was not returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available.

Event description:
On 14-nov-2025 the user reported that on (B)(6) 2025, they experienced hypoglycemia, but a bg value at the time of ems activation was not provided. The user treated the low bg with oral carbohydrates before deciding to call ems for further assistance. The user was transported by ems to the emergency department, treated with oral glucose, not admitted, and discharged the same day in stable condition.